Event description:
It was reported that implantable cardiac monitor saved three episodes as asystole. Two events appeared to be loss of electrode contact with the tissue and one episode of noise. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).